Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that following physical labor in the garden, the patient bent down and experienced a crunch and pain in the back. Subsequent findings included a paravertebral calculus abscess and an epidural calculus abscess. Interventions performed included thoracotomy on the left, drainage of the paravertebral calculus abscess, resection of th10-th12 vertebral bodies, removal of the epidural calculus abscess, and combined interbody fusion (corporodesis) from th1 to l1 using mesh, auto-rib, and allocity. The patient had a symptom of back pain. There were no complications reported as a result of this event. Additional information received that the rod fracture happened and there was a plan for revision surgery at the end of(B)(6) 2026. Additional information received that the revision surgery had happened on (B)(6) 2026.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.